Event description:
Zmed ii balloon was inflated in aortic valve and then ruptured with first inflation. While removing balloon through sheath some of the balloon sheared off and became lodged in pt's femoral artery. After attempting for approximately one hour to snare balloon piece, vascular surgery was consulted. In the meantime two units of prbc's were given by a physician for blood loss during snaring attempts. Another physician arrives to room and after discussing situation with the first physician, it was determined that a femoral cutdown would be attempted to remove balloon piece. Attempts were made by the second physician for approximately two hours. Retrieval of the aortic balloon piece were unsuccessful. This pt had severe aortic stenosis. As an emergency, the pt came back to the cath lab the next day for intervention on his pulseless/cold right leg.